Event description:
On (B)(6) 2013, the distributor contacted animas alleging that the pump had emitted multiple recurring call service 088 alarms that could not be cleared. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2014 with the following findings: there were multiple call service alarms observed in the black box and alarm history. The pump powered on and displayed the verify screen. The ¿ez-prime¿ steps were performed correctly and the pump was exercised for 24 hours with no alarms occurring during the test. The cover was removed and moisture corrosion was found on the internal components. Unrelated to the original complaint, the display was dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).